Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient disconnected the driveline while admitted. Due to frequently occurring pulsatility index (pi) events, the event log file history contained data that may have been associated with the reported driveline disconnect event.

Event description:
Additional information was received that the patient disconnected the driveline to see what would happen and from intermittent confusion. The patient did not experience any adverse event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a driveline disconnect was not confirmed via the submitted log files. The submitted log files were reviewed and did not indicate any issue with the system. The driveline disconnect was not captured. The provided information indicated the patient disconnected the driveline "to see what would happen" and intermittent confusion. Although not confirmed, per provided information, the driveline disconnect was determined to be user error in disconnecting the driveline in a manner inconsistent with provided labeling. The device history records were reviewed and the records reveal that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU heartmate 3 patient handbook are currently available. Section 7 of the IFU, entitled ¿alarms and troubleshooting¿, provides instruction on how to identify and resolve driveline disconnect alarms. Section 2 of the IFU, entitled ¿system operations¿, instructs the user to reconnect the driveline if it ever becomes disconnected as otherwise the pump will stop. This section also instructs the user on the proper procedure for exchanging their driveline and advises the user to have a caregiver present during a system controller exchange and/or to call a hospital contact if instructed. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.